Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found helium gas leaking from helium gauge connection side. The fse refitted helium gauge connection and leak arrested. Tested and handed the unit over in good working condition.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) is leaking helium gas. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.